Manufacturer narrative:
The device was not returned and a service history was not performed; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f34 (malfunction in air norm detection circuitry: input to a/d converters is not 0 v although the norm air transducer is not oscillating). The alarm occurred during an infusion of parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.